Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient¿s scs system was not providing adequate stimulation. The issue began for the patient approximately six months ago. Surgical intervention was undertaken on (B)(6) 2018 during which the lead was disconnected from the ipg but not removed and a drg system was placed. Postoperatively, the patient is reportedly receiving effective therapy.

Event description:
Follow-up information provided the patient is doing well.